Event description:
It was reported that the whisper es guide wire was used in the left main. It was noted that the guide wire became sticky/tacky during advancement and retraction of other miscellaneous devices over the guide wire. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.